Event description:
It was reported that the patient was unable to adjust stimulation. The patient was seeing a ¿call your doctor¿ icon on their programmer. The patient saw a power on reset (por) message. The por occurred the saturday prior to the report. The por was cleared on the day of the report and the therapy resumed. It was reported that the por code was 0x200.

Manufacturer narrative:
Concomitant products: product ID 37711, serial# (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-56, lot# v513772, implanted: (B)(6) 2010, product type lead; product ID 3888-56, lot# v511853, implanted: (B)(6) 2010, product type lead; product ID 3888-33, lot# v513037, implanted: (B)(6) 2010, product type lead; product ID 3888-45, lot# v498309, implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).